Event description:
It was reported that patient presented in clinic with a device that diagnosed vf episodes due to when functional loss of ventricular capture and post-sensed t-wave oversensing. The functional loss of capture occurred when ventricular sense events were being blanked after atrial pace events. Threshold testing was performed and the device was reprogrammed during testing. The patient will be monitored at normal follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.